Manufacturer narrative:
Additional information added: b5, h3, h6 and h10. B5: the amount of blood loss was reported as 186 ml. H10: the prismax device was evaluated on site by a qualified baxter technician. The technician carried out arps system self test (sst ), and the error was duplicated. The arps pump tube with filter was replaced. The qualified technician calibrated and carried out another sst to all pressure sensors without any issues and also preventively calibrated the scales before returning the device to service. The event history lox files was reviewed and the reported issue was observed. The reported condition was verified. A device history review revealed no issues that could have caused or contributed to the reported event. The reported issue is being further investigated by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five hours into continuous renal replacement therapy treatment with a prismax machine, a ¿arps¿ (self-test failure) alarm was generated. The treatment was interrupted and an estimated blood loss of approximately 186 ml was recorded. Extracorporeal blood return was not performed. Treatment was continued using another prismax machine and hf1400 set. However, after a few hours into treatment, an arps alarm was also generated by this prismax machine and treatment was once again terminated without blood return. There was no patient injury or medical intervention associated with this event. No additional information is available.